Manufacturer narrative:
(B)(4). (B)(6).

Event description:
On 10may2019 an email was received from a patient (pt) in (B)(6) who reported while wearing the acuvue® oasys® for astigmatism brand contact lenses (cls), 2 to 3 lenses are ¿cracked¿ or ¿get a bit in the end¿ which cause discomfort. The pt also reported one lens broke in the eye. On (B)(6) 2019 additional information was provided by the pt. The pt reported od redness with 1 lens after approximately 1 week of wear. Pt presented to an urgent care on (B)(6) 2019 with red eye and was diagnosed with a small corneal ulcer od. Pt reported the ¿ulcer¿ was on ¿the edge of the cornea on the white part of the eye.¿ pt was prescribed cipro eye drops every 1 ¿ 2 hours, pt can¿t recall exact dosage frequency. On (B)(6) 2019 the pt went to a different eye clinic for a follow-up appointment and was advised the ulcer was resolving. The cipro eye drops were decreased to bid for 1 week with contact lens rest. On (B)(6) 2019 the pt was cleared to return to contact lens wear after the treatment was completed. The pt returned to contact lens wear without the return of symptoms. Pt reports daily wear with a monthly replacement schedule. The pt uses arlyte solution to clean and store the lenses. On (B)(6) 2019 the pt refused to provide medical reports. The pt advised the event resolved with ¿a few drops in the eyes¿ and pt has returned to cls wear without return of symptoms. The pt reported the torn lens caused the irritation. Multiple attempts were placed to the pts treating ecp, but no additional medical information has been received. The pt discarded the suspect od lens. A lot history review was performed and revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot b00pc6k was produced under normal conditions. If any further relevant information is received, a supplemental report will be filed.